Event description:
Subsequent to the previously filed report, it was noted that the procedure performed was to treat a left anterior descending coronary artery that is 70% stenosed. Upon removal of the ht versaturn guide wire, resistance was noted with an unspecified stent. Force was applied to remove the guide wire. Upon removal, the guide wire tip was noted to unravel and the guide wire coils stretched. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The stretch and break were confirmed. The coils were separated 3cm distal to the center solder. The coils were stretched out distal to the center solder for a length of 3cm. The separate distal portion of the coils including the tip ball solder was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is possible the wire was damaged during advancement, or pre-shaping the tip with separation occurring during advancement the separation likely led to the difficult removal; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - impact code 4656, 2199 added. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that the 190 cm 014 ht versaturn guidewire tip was noted to unravel and the guidewire coils stretched. A new 014 ht versaturn guidewire was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.